Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump was exposed to moisture and the customer received a battery out limit alarm. Customer's blood glucose level at the time was 97mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was unable to verify battery out limit due to blank display anomaly. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.